Manufacturer narrative:
(B)(4). Date sent: 12/6/2024 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: can we please get a timeline of what happened and when it happened? 1 week after surgery, patient presented with what they thought was a bowel obstruction. They brought back and it ended up just being adhesions formed at the staple line at the terminal ileum. Dr is no longer concerned; patient outcome was okay. Not necessary to move forward with complaint.

Manufacturer narrative:
(B)(4). Date sent 10/24/2024. D4 batch # unk. B3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by "they were able to treat the patient with adhesions to remove it from the small bowel"? What is meant by "treat patient with adhesions?" What were the intra-op findings at the re-operation? ¿was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were their other contributing patient factors? Please explain. Additional information received: verything was tested before the case and the procedure itself did go as planned without issues. This was the first time the surgeon was using the new device, and it drew some concern from them. From noticing the small bowel obstruction, the performed adhesions to help remove part from the small bowel of the distal end. They treated the patient by performing lysis of adhesions with an enseal device to remove the adhered portion of small bowel from the terminal ileum. The staple line that was the actual anastomosis, not the common channel. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a bowel resection procedure that a few days later following a bowel resection the surgeon noticed the patient¿s staple line almost dehisced near the distal end they were able to treat the patient with adhesions to remove it from the small bowel. Everything was tested before the case.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2024. Additional information was requested, and the following was obtained: what is meant by "treat patient with adhesions?" Performed lysis of adhesions to separate the adhered bowel from other portion of bowel. What were the intra-op findings at the re-operation? Adhesions at the staple line to terminal ileum. Was a leak test performed? If so, what type and what was the result? Yes, do not know what type, but there were no leaks. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? N/a- no leak occurred. How was the leak identified? N/a- no leak occurred. What was observed at the site of the leak upon reoperation? N/a- no leak occurred. How was the leak addressed? N/a- no leak occurred. Were there any issues experienced with the device in the initial surgical procedure? No issues with device, it functioned as normal per IFU. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Unsure if fully pertained to the device, as it fired normally. He had never seen jejunum adhere to terminal ileum directly at the staple line; this was his first time using glc80 and has never had this occur with other linear cutters (tlc75 or gia80).

Manufacturer narrative:
(B)(4). Date sent: 12/11/2024. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.